Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a procedure. During the procedure, the stent was positioned at the target site and the physician attempted to deploy the stent. Reportedly, the release suture got stuck and the stent could not be released. The stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that stent was returned partially deployed from the delivery catheter.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 115mm. No issues were noted with the suture knot at the point of release. During analysis it was possible to retract the suture and fully deploy the stent without issue. No other issues were noted with the stent or delivery system. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.